Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose level of 228 mg/dl. Reportedly, insulin was suspended and not being delivered. The cause for insulin delivery being suspended was not provided. Reportedly, bg level was addressed with a bolus or manual injections.